Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l49314, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The patient reported they had their implantable neurostimulator (ins) for years and had four lead replacements. It was implanted in the upper portion of their left buttock. They hadn't used the device since the last lead replacement years ago. The patient currently needed to have an MRI of their left shoulder and wanted to know if they could have the MRI or not. Relevant medical history includes peripheral causalgia.